Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. Customer required assistance from the contact to address bg with a manual injection of insulin. The customer continued to use the pump for insulin therapy.